Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during programming/set-up in the medical surgery unit. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 6.13.90 which is categorized as remediated. During service at baxter on 03 may 2010, it was discovered that the ail pcb (air in line printed circuit board) was out of calibration. No additional information is available.

Manufacturer narrative:
(B)(4). The ail pcb was recalbrated by baxter.

Event description:
The account alleged the head motor will work up but not down.

Manufacturer narrative:
(B)(4). Additional: there is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).